Event description:
On the first post-op visit, x-rays clearly showed the cap and the right lower screw had been dislodged from the screw head. No abnormality in the screw was seen and the reason for the malfunction could not be determined.